Event description:
Description: inadvertent use of clear care to rinse contacts before putting them in my eye. When and how was error discovered: severe eye pain. Should be packaged in a way that reduces potential inadvertent use in eye. Although the bottle cap is red, the bottle looks and operates exactly like a bottle of saline. The packaging should be changed so that inadvertent use due to lack of adequate attention is reduced. For those of us who use contact solution every day as a habit and are more apt to pickup the bottle without carefully examining the contents. Different packaging would be more likely to alert us to the fact we have the wrong solution. (B)(6).